Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the 8mm permanent cautery hook instrument was noted with a damaged insulation. There was no report of patient harm, serious incident or injury. The issue caused a delay of less than 15 minutes. No fragment fell into the patient.